Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 268 mg/dl, 164 mg/dl, 154 mg/dl, 162 mg/dl, and 134 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded the strip vial. Replacement was sent.